Manufacturer narrative:
The initial reporter information was not provided.

Event description:
The advocate stated the customer received a blood glucose reading of 19 mg/dl from the contour link meter, and readings of 283 and 274 mg/dl from two other meters. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. Replacement test strips were sent to the customer.